Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's draw is broken and needs to be replaced. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) had evaluated the unit and replaced the storage bin chassis which had 2 hinges broken on the drawers. The fse completed diagnostic and performance testing on the unit with no issues. The unit was approved for clinical use and returned to the department. The maquet failure analysis and testing dept. (Fat) received chassis,storage bins with a reported unit failure of the storage bin chassis hinges being damaged. The fat performed a visual inspection and found the part to have damage to the hinges. Fat was able to verify the reported issue. Retaining the part in the failure analysis and testing department per procedure.